Event description:
It was reported that pump display lit up when button was pressed but screen remained blank and this prevented customer from interacting with pump, which led to blood glucose rising to 560 mg/dl. Customer gave correction injection using multiple daily injections and did not require help from another healthcare provider. Technical support arranged replacement pump under warranty, confirmed shipping details without requiring signature, instructed customer to use multiple daily injections as backup therapy, provided guidance on putting pump into storage mode and returning it within 10 days, and advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement pump.